Event description:
Customer reportedly received results of 261 mg/dl and 118 mg/dl within 10 minutes of the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.